Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that the lifevest was exacerbating an existing scar line from a breast reduction. The area was "swollen, red, and about to bleed". Initial follow up indicated that the area worsened and the patient removed the lifevest. Additional follow up indicated that sores were still present. Multiple follow up attempts were unsuccessful in determining the final medical outcome.